Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the cause of loss of stimulation was that patient had fallen down. X-ray was obtained and patient was seen by the manufacturer rep for trouble shooting. The issue was resolved. Rep reprogrammed patient's battery which was not working properly, not allowing proper stimulation to leads. Patient's weight information was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that they reset the position for patient and adaptive stimulation.

Manufacturer narrative:
Other applicable components are: product ID: 39565-30, serial# (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that when the patient laid down he had stimulation for about an hour and then would lose it. Caller reported seeing charge sooner position trend suspect. Caller reported after imaging that there was suspicion that the leads had moved down. It was reported there was a fall around (B)(6) 2017 that could be related to this issue. It was reported that when the patient was standing the neurostimulator (ins) was showing in transition zone. Caller reoriented and will reassign amplitudes and then try reprogramming. It was reported rep was reprogramming patient today. Symptoms reported were was a loss of stimulation after 1 hour of laying. Location of symptoms were reported as paresthesia area. No further complications were reported/anticipated.